Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving infumorph via an implantable pump. The indications for use was spinal pain indications. It was reported that the patient stated a week ago, they fell off of a "mini step stool" and then fell backwards and hit their head and tailbone and landed on a metal shelf. The patient then started feeling sick "a few days" after they fell. They stated they were nauseous, had no appetite and were sweating. The patient stated at first they just thought they were just sick and maybe had covid but they had been admitted to the hospital since (B)(6) 2024. The patient was first told their pump was working and that they might have meningitis due to patient vomiting and being nauseous but then this morning were told that the pump was not working and had not been for several days. The patient also stated they are in "severe pain" in their neck, lower back and base of their skull. The manufacturer's patient services specialist (pss) asked if the pump was alarming and patient said no. The patient was requesting a manufacturer representative (rep) be paged to the hospital and interrogate their pump. Pss reviewed paging process with patient. While on call, patient also mentioned when they were in rehab they had "ripped the top layer of sutures" holding their pump in place. The patient was redirected to their healthcare provider to further address the issue. The patient called back stating they had a personal therapy manager (ptm) and was wondering if they were able to see how much medication they had left in their pump from that. Pss informed the patient they would not be able to but they would be able to see what medication they have, their expected refill date and if there were any active alarms. The patient stated when they tried to connect earlier they were getting no pump found and that "never happened before. Pss reviewed with patient that a rep would be able to interrogate their pump and work with their managing physician and staff at the hospital. The patient then stated they also needed to find a new physician to manage their pump. Pss sent physician listing to patient. The patient also stated the physician who implanted their pump works at the hospital they were at but stated they could not help patient with pump issues. Pss informed the patient some physicians implant pumps and manage the care of them and some physicians just implant pumps and not manage their care.

Manufacturer narrative:
H6. Annex f code f0101 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that the pump was unable to be filled. X-ray showed that the pump was flipped. In regard to environmental, external, or patient factors that may have led or contributed to the issue, the patient reported a fall. Diagnostics or troubleshooting performed were not applicable. The pump was replaced with a new 20ml pump on (B)(6) 2024. The catheter was tested and was patent. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown. The pump was used to deliver infumorph (morphine) 10mg/ml at a dose of "1 mg".

Event description:
Additional information was received from a healthcare provider (hcp) and it was reported the patient was in the hospital after her fall. The hcp had not seen her in person yet. It was noted the patient had follow-up with them on (B)(6) 2024 to have her pump refilled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.